Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The analysis was performed by asahi intecc. Co. Ltd: it is inferred that the guidewire distal end might be caught by the lesion or some other cause in the vessel, where bending force was repeatedly given to the guidewire along with repeated push-pull manipulation, resulting the accumulation of bending force and breakage of guidewire when the accumulated force exceeded the product design limit. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of instructions for use describes: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do no torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. Separation or breakage of guidewire is one of several possible complications and adverse events.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medications: stent: unknown xience 2.25x18, 2.75x18, 2.25x15; 2 xience alpine 2.25x28. (B)(4). The two 2.25x28mm xience alpine and three unk xience v devices referenced are being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2014 the patient presented with non-st-elevation myocardial infarction (nstemi). A 2.25x18mm unspecified xience stent and a 2.75x18mm unspecified xience stent were implanted in the circumflex (cx) artery. On (B)(6) 2015 the patient presented with nstemi and three stents were implanted in the obtuse marginal: 2.25x28mm xience alpine, 2.25x28mm xience alpine, and 2.25x15mm unspecified xience stent. On (B)(6) 2015 the patient was symptomatic with arm and shoulder pain due to in-stent restenosis which was confirmed via angiography. Reportedly the patient had a renal transplant approximately three weeks prior to this incident and was told by the surgeon to stop taking medication. An asahi grand slam guide wire was advanced without resistance toward the restenosis in the cx and prolapsed. It was then noted via angiogram that the distal tip of the guide wire separated. The guide wire tip was free floating in the distal anatomy. The tip was deemed too far distal to retrieve, thus, no attempts were made to retrieve the separated portion of the guide wire. The proximal portion of the guide wire was removed from the patient anatomy without resistance. Ultimately, the stent restenosis was treated using balloon angioplasty, the patients arteries were open, and the procedure was ended. There was no clinically significant delay in the procedure. No additional information was provided.